Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a partial display. Customer also states that insulin pump was expose to the moisture. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test, off no power test, unexpected restart error test and displacement test. The stop (idle) current test and run current test were in specification. No blank display anomalies noted during testing. Device received with moisture damage on electronic board stack, moisture damage on motor assembly and moisture damage on force sensor resistor. Device received with cracked case at lcd window corners.